Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. An angiogram revealed that the trunk-ipsilateral leg component had unintentionally covered the left hypogastric artery. The physician chose to leave the hypogastric artery covered. The pt tolerated the surgery and is stable with no further complications.